Event description:
Breast implants implanted (B)(6) 2011. Started getting sick (B)(6) 2011. Diagnosed with fibromyalgia and other autoimmune issues. Very sick, lost work hours, saw several specialists. Inflamed back issues which they want to do surgery, but are not sure it will help. Had to have epidurals to decrease inflammation which had horrible side effects. Breast pain and lump found. Finally had implants removed and started feeling better right away. This has cost me and my insurance company thousands. Now insurance will not cover explant, stated it was cosmetic.